Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis revealed that the coil was protruding out of the tip of an unknown microcatheter. There was also a snare inserted into the microcatheter. The coil was noted to be protruding from the tip of the microcatheter. There was blood at the hub of the catheter, blood noted when cutting the snare from the catheter and blood noted on the snare. The coil was freed once the snare was cut from the catheter and was noted to be severely stretched and kinked. The exact cause for the observed issues could not be definitively determined. Based on the condition and analysis of the device it is probable that unknown procedural factors encountered during the procedure may have limited its performance. An assignable cause of operation context has been assigned to this investigation.

Event description:
Initial inspection of the device revealed that the coil was returned contained within the lumen of a competitor microcathter along with a snare device; therefore, medical intervention is suspected. There was no reported clinical consequence to the patient.